Manufacturer narrative:
On 24th june, 2021 getinge became aware of an event related to free standing unloading conveyor (fsuc) used in the facility with one of the washer disinfectors from 86-series. There was no information provided about adverse outcome for this occurrence. The fsuc is not registered as a medical device, however it is used with the washer disinfector device in the facility as a system. Instruments falling on the ground could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential. As it was indicated in the customer product complaint record, the device involved was a free standing unloading conveyor (fsuc) with serial number (B)(6). At the time of event occurrence, it was used together with washer disinfector 8668, with serial number (B)(6) and UDI number (B)(4). The device, a washer disinfector, was manufactured on 4th january, 2018 and installed in the facility on 3rd september, 2018. At the time when getinge became aware of an event, the washer disinfector was under maintenance agreement and the last pm was performed on 23rd june, 2021. It was stated by the technician, visiting the site after the event occurred, that the docking sensor for trolley did not work as intended. The docking sensor has been locked in down position intended for the cases when the manual trolley is docked to the unloader. When the docking sensor was in the down position it was giving false signal that the trolley is docked properly when it was not. This led to the hazardous situation where the cart was about to fall from the unloader. During the investigation it was established that the sensor/signal docking is recommended to be checked yearly during preventive maintenance of the free standing unloading conveyor (fsuc) which is a subject of this complaint. The data collected to the date and as a result of the performed investigation allowed us to establish that the most probable root cause was related to the fsuc not being serviced up to the maintenance specification. We believe that if the maintenance scheduled is followed all issues related to the sensor/signal docking are to be found and addressed timely. Thus the potential risk as serious body injury hazard due to instruments falling on the ground is mitigated. It was established that when the event occurred, the affected device did not meet its specification as a malfunction of the docking sensor occurred and led to the situation that the cart was nearly to fall and in this way the device contributed to reportable event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The problem has been resolved by replacement of the docking assembly on the conveyor getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
At the time when the event occurred the 86-series washer disinfector was used with the free standing unloading conveyor (fsuc) with the serial number (B)(4), manufactured on 1st january, 2018. Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 24th june, 2021 getinge became aware of an event related to free standing unloading conveyor (fsuc) used in the facility with one of the washer disinfectors from 86-series. As it was provided the end pin and docking sensor of the loading conveyor were blocked in down position as designated in a situation the trolley is attached to the platform, ready to transport the load. However, at that time when there was no manual trolley connected to the fsuc and as a consequence the base loaded with the instruments almost fell to the ground. There was no information provided about adverse outcome for this occurrence. The fsuc is not registered as a medical device, however it is used with washer disinfector in the facility as a system. Instruments falling on the ground could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential.